Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter (pm) discovered within the tubing of a continu-flo solution sets. The pm was further described as, ¿a foreign objecting inside the tubing¿ and ¿black particulate matter / foreign material¿. This was discovered during an unspecified process step. It was unknow if a patient was connected during this event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection was performed and revealed a burned resin particle in the tubing. The reported condition was verified. The cause of the condition was related to manufacturing. Should additional relevant information become available, a supplemental report will be submitted.